Event description:
The device involved in this MDR was found in standby mode on (B)(6) 2010 and on (B)(6) 2011. The reinitialisation was performed without difficulties. The physician wants to know the reason of the switches to standby mode and asked for recommendation.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.